Event description:
On (B) (6) 2010, patient reported her infusion sets have been coming out of her infusion site location. Patient stated she has an allergic reaction on her skin when the infusion sites are in longer than 2 days. Patient reported on (B) (6) 2010, she had 3 different infusion sites come out of the site location less than 24 hours from insertion. Patient stated her blood glucose was 400 mg/dl. Patient's normal blood glucose range is 90-130 mg/dl. Patient reported she woke up and found the insulin site had come out during the night. Patient stated she inserted a new infusion site and bolused over 30 units of insulin throughout the day to bring her blood glucose to normal range. Patient reported she used IV prep wipes and allow the area to dry. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Replacement infusion set was sent.

Manufacturer narrative:
No product will be returned for evaluation.